Manufacturer narrative:
The problem was due to a defective component (fiber). Replaced. We are unaware about pt injury.

Event description:
Three fibers have the following problems: 200 um defective fiber accidental breakage from connector during use. No adverse effects to pt were reported.